Event description:
The patient reported their blood glucose level rose to 303 mg/dl while wearing the pod between 37 and 48 hours. When removed from the infusion site on their hip/buttocks, the pod's cannula was found blocked. The patient mentioned insulin crystallization around the cannula insertion site. As treatment, the patient delivered a bolus, administered a manual insulin injection and activated a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.